Manufacturer narrative:
MDR 2517506-2019-00082 was filed for the same event. The customer contacted the siemens customer care center (ccc). The quality controls were within acceptable ranges. Siemens headquarters support center (hsc) evaluated the instrument data logs. Siemens hsc investigated the event and determined that the event was sample related. The discordant results were potentially caused by poor sample quality, fibrin in the sample or the centrifugation process used by the customer. The customer was not following the tube manufacturer's instructions for centrifugation. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The patient was redrawn and the new sample was tested on an alternate dimension vista instrument, resulting lower. The result from the alternate instrument was reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.